Manufacturer narrative:
Corrected data- (B)(6) g1: manufacturer site and address.

Manufacturer narrative:
According to the gore® excluder ® aaa endoprosthesis instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak and component migration. In addition, the IFU states that additional considerations for patient selection include but are not limited to proximal neck angulation less than or equal to 60° degrees.

Event description:
On (B)(6) 2018, this patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder ® aaa endoprosthesis. It was reported that the patient had severe angulated neck that was outside of sizing guidelines in the instructions for use. On (B)(6) 2020, the patient was treated for migration and proximal type I endoleak. There was no indication of aneurysm enlargement. The physician attributes the migration to the severe neck angulation and disease progression. The patient was implanted with a medtronic aortic cuff and 5 medtronic aortic anchors. The procedure went well, and the endoleak was resolved.